Manufacturer narrative:
One disk from the case was returned for review. The review of the study indicated that the first time respiratory data was collected the catheters were not completely connected and were introduced prior to collecting data. The third and fourth time respiration data was collected, the ablation catheter was moving while collecting respiration data. The study also shows a small shift in locations at the end of auto segment 11. No larger location shifts were noted. Date report submitted to FDA by manufacturer: 3/10/2010. (B)(6).

Event description:
It was reported the respiratory compensation did not seem to function correctly. The mapping system did not correlate with the actual location of the ablation catheters. When the respiratory compensation was disabled, the catheter display normalized. When the respiratory compensation was again enabled and redone, the catheter display appeared normal. (B)(4).